Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized in the emergency room due to high blood glucose and chest pains on (B)(6) 2020. Blood glucose level at the time of the incident was 400 mg/dl. Customer stated that insulin pump had cracked retainer ring and the reservoir was able to lock in place when inserted into insulin pump. The insulin pump will not be returned for analysis.